Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During pullback, the catheter became twisted and could not be delivered, although no separation was observed. The device was removed without resistance, along with a non-boston scientific (bsc) wire. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During pullback, the catheter became twisted and could not be delivered, although no separation was observed. The device was removed without resistance, along with a non-boston scientific (bsc) wire. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked.